Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 157485: 50 items manufactured and released on (B)(6) 2016. Expiration date: 2021-04-04. No anomalies found related to the problem. To date, 48 items of the same lot have been already sold with another similar reported event since 2017.

Event description:
Patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and head with competitor implants and revised the medacta liner with a medacta liner 4 years and 7 months after primary. The surgery was completed successfully.